Event description:
It was reported that the instrument remover did not fit the distal tip of the cutting guide and chisel. The surgeon had prepared the endplate and was cutting the superior and inferior endplates with the cutting guide and double chisel when it was found that the instrument remover did not fit the instruments. The patient was bleeding "excessively" and the surgeon needed to remove the instruments to control the bleeding. The chisel/cutting guide instruments could not be removed quickly enough due to the instrument remover incompatibility, thus preventing the bleeding to be controlled in a timely manner. The surgery was resumed after the bleeding had stopped and the patient receive the amav successfully.

Manufacturer narrative:
A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event. The device has been returned to the manufacturer, and analysis is in progress. We are unable to determine the definitive cause of the reported event.